Event description:
It was reported that the user was unable to progress past the fill tubing step during a supply change, performed a dry run as instructed, changed the cartridge, and then encountered the same issue until replacing a damaged connector with a bent needle associated with an inset infusion site, after which the supply change completed successfully; the issue involved a fitting problem at the connector/coupler. Investigation of this case revealed a mechanical problem identified at the connector/coupler consistent with a fitting problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.